Manufacturer narrative:
Device evaluation in progress.

Event description:
3 probes frosted up the shaft during pretesting. Opened other probes to complete the case. Complaint 2 of 3.

Manufacturer narrative:
Device evaluation confirmed reported issue of shaft frosting. A failed vacuum sleeve was the cause of the frosting.